Event description:
Troponin was run and reported on patient. Test results were found to be erroneous, due to problem with analyzer. Blood specimen was sent to the lab for repeat testing. Original result obtained was 0.70, corrected result was <0.03. Corrected result was reported in meditech and to the appropriate nursing floor supervisor. Problem with analyzer is being investigated by laboratory staff and manufacturer, and corrective action is being taken before further patient testing is performed.